Event description:
Reportedly, the smart monitor lost connection on the 9th november. It had worked for about 6 weeks before this date after it was used to upgrade from 3g hybrid monitors. Multiple power cycles and hard reset with the button underneath did not restore connection.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: upon reception the subject home monitor was tested, and the device's status lights initially turned orange before switching off. The device was in "out of order" mode, indicating that no network connection was available. In-depth analysis revealed that the reported problem was caused by a modem failure, which prevented the device to establish a network connection. The exact root-cause of the issue could not be determined, and is suspected to be a hardware failure. This case is recorded for trending purposes.

Event description:
Reportedly, the smart monitor lost connection on the 9th november. It had worked for about 6 weeks before this date after it was used to upgrade from 3g hybrid monitors. Multiple power cycles and hard reset with the button underneath did not restore connection.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.